Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that prior to starting a procedure the laser probe tip was suspected to be deformed and could not be inserted into the port. The surgery was completed using a new laser probe. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a probe was returned for evaluation. The probe was manufactured on november 1, 2016. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on october 19, 2011. Based on qa assessment, both products met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample under a microscope revealed a slight bump on the cannula tip. The laser probe was inserted into a 25ga trocar, but the tip became stuck. The sample was evaluated at receiving inspection (ri) on (B)(6) 2016, where the laser probe cannula tip outer diameter was measured. The entire cannula tip outer diameter was found to be (B)(4) in to (B)(4) in, which is out of the upper specification limit of (B)(4) in instruction. The sample did not meet specifications. An internal investigation has been opened to address this issue. The reported cannula tip damage and difficulty inserting into the trocar¿ were confirmed. However, based on the information obtained, the root cause of the reported event cannot be determined conclusively. An internal investigation has been opened to address this issue. (B)(4).